Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. Device expected but not yet returned.

Event description:
It was reported that a flipcutter ii was used for an all inside acl procedure. The device was used on the femoral side without issue. When it was deployed on the tibial side for cutting the canal, the device would not go back into the guide pin (drill) position. The physician used a hammer on the device, and it was reported that this caused a slit in the canal. A screw was used to tie the graft in place to prevent it from slipping through the canal.